Event description:
It was reported that the patient presented to the emergency room (ER) when the right ventricular (rv) lead had a carelink alert on the superior vena cave (svc) coil due to high impedance. The lead was capped. During the replacement procedure, the lead was cut by the physician and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.